Event description:
It was reported that pt complains of pain in right hip. Pt is in so much pain that she is unable to move leg for 20 minutes, until she slowly regains movement. Update as per broadspire: it was reported that the pt is scheduled for a right hip revision surgery on (B)(6) 2013. Additional event description: it was reported that, dr (B)(6) states pt presented with increased pain in joint area, elevated chrome and cobalt serum levels, positive mars scan. Dr (B)(6) decided to exchange the liner from 10 degree to the elevated liner.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.